Event description:
It was reported that the customer complaint about an m300 that discharged a pt without staff intervention. There was no pt injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.